Event description:
Customer reported receiving a button error alarm on the insulin pump that they were unable to clear. Customer stated that the insulin pump has been bumped. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. However, no button error alarm was observed during testing. A cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.